Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was stuck on tissue and difficult to remove. The instrument was not able to remove from the cannula after the tissue was released. The instrument release kit (irk) was used. Information from the patient identifier: (B)(6) stated the force bipolar instrument broke while removing the instrument from the arm. The instrument wrist caught on the cannula and broke. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that they used the instrument release tool to straighten the wrist and removed the instrument. The procedure was completed with no reported injury. On (B)(6) 2022, additional follow up information was obtained from the initial reporter. The force bipolar instrument was confirmed inspected prior to use, and no damage was noted. The instrument release key (irk) was used to successfully open the jaws and release the fascia tissue. The force bipolar instrument could not be removed from the cannula so the site had to pull it out, no incision site was increased to remove the instrument. The wrist was confirmed straightened before removing from the arm. There were no photo images or videos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of severely bent grips to be related to the customer reported complaint. The instrument's grip was severely bent at the base of the grips, causing the grip to protrude. The instrument passed the recognition and engagement tests on an in-house system. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon removal, the distal wrist was stuck at the tip of the cannula due to the severely bent grip. The root cause of this failure is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. There was additional observation not reported by site: the instrument was found to have insulation damage on the conductor wire. The internal wires were not exposed. The damage was located at the distal end near the conductor wire groove and force amp pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. No image or video clip for the reported event was available for review. A review of the logs of the force bipolar (part#: 471405-06 / lot#: k11220613-0051) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk5199 for a unilateral inguinal hernia procedure. The instrument has 8 uses renaming after last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is considered as a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument could not be removed from the cannula likely due to the dislodged jaws. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue.